Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.0 hardware: iphone14.3 cgm sensor type: g7.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 300 mg/dl while wearing the pod. Symptoms reported include headache and nausea. The patient reports they had already been in the hospital to give birth but when the pod was removed and a new pod was applied the patient received a communication error. The patient did not have any more pods with them at the hospital to apply a new pod. The patient was treated with intravenous fluids as well as manual insulin injections. The patient remains in the hospital at the time of this call.